Event description:
It was reported that this lead was an attempted implant. During the procedure, the lead was repositioned many times and it was difficult to successfully place the lead using the stylet; lead kept being pulled back to the atrium. The physician then removed the stylet and tried placing the lead without it and the parameters were unsatisfactory. After several attempts the lead helix no longer extended. It was stated that a lead conductor fracture was suspected. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.